Event description:
It was reported that externalized conductors were seen via fluoroscopy. The lead remains implanted. The patient is in good condition and will be followed regularly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.